Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in 2013. According to the report the device was found to have failed around (B)(6) 2016. It was reported the device was set at pressure level 0.5 and was found to be under draining. The report stated the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.